Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. The patient alleges the device stops working during the night and he has to restart it. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. The patient alleges the device stops working during the night and he has to restart it. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacture service center. The manufacturer center concludes there was no visible foam degradation and unit got scrapped. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.